Event description:
It was reported during the implant procedure that the lead was not used due to being "damaged" (which was undefined) on implant attempt. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism (sleeve head). The helix will not extend due to dried blood in the sleeve head. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: blood present on helix/lobe mechanism (sleeve head). Mechanical testing revealed the helix would not extend due to large amount of dried blood in the sleeve head. Electrical characteristics of the device were found to be within product specifications. Visual inspection noted blood/body fluid present on several conductors (not obstructed) and outer tubing overlay. There is evidence of a cut of the outer tubing overlay. Damage at implant noted.